Manufacturer narrative:
(B)(6). (B)(4). The event is currently under investigation.

Event description:
Information was provided that during a transcatheter aortic valve implantation (tavi) procedure, the cook introducer was successfully used, first, to access another manufacturers product. The introducer was used again, after they had taken out the other manufacturer's device. The second time the introducer came out, it was noted that the tip of the dilator was missing a small part, reportedly approximately 1x1 mm. It should be noted that the tip of the dilator was not found. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, device history record, documentation, trends, and visual inspection of the returned device was conducted during the investigation. One used and damaged performer introducer dilator was returned for investigation with approximately half of the dilator tip was missing. The length of the missing segment was measured to be 2 mm. The tubing material was found to be jagged at the separation site. Also, a slight kink was felt 9.2 cm from the proximal end. A document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Information regarding the patient anatomy, preexisting conditions, and technique utilized for the procedure were not provided. Based on the information provided and results of the investigation, a definitive root cause to the reported event could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.